Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that during the dye study the radiologist was unable to access her pump under fluoroscopy so they injected the dye into her abdomen. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid 50 mg/ml; 41.019 mg/day via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2017. It was reported the pump had a volume discrepancy and it was the first time one had been seen. The actual residual volume of 17 ml was greater than the expected residual volume of 2 ml. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the volume discrepancy was unknown. The patient was sent for a catheter dye study. The volume discrepancy has not been resolved. The hcp was waiting for the study to be completed. The patient weight at the time of the event was (B)(6) pounds. The patient¿s medical history was not available.